Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the device is making an abnormal noise from the ac power supply module.

Manufacturer narrative:
It was reported to philips that the device is making an abnormal noise from the ac power supply module. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.